Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, 2.75x6mm target lesion was located in the ramus circumflex artery (rcx). The lesion was predilated with a 2.0x15mm apex balloon and then a 2.75x12mm promus element plus stent delivery system (sds) was advanced to the rcx; however, the device was unable to cross the lesion. The sds was removed from the patient and a damaged stent strut was noted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device noted stent damage on the device. One strut was raised at the distal edge of the stent. Kinks were also along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, 2.75x6mm target lesion was located in the ramus circumflex artery (rcx). The lesion was predilated with a 2.0x15mm apex balloon and then a 2.75x12mm promus element plus stent delivery system (sds) was advanced to the rcx; however, the device was unable to cross the lesion. The sds was removed from the patient and a damaged stent strut was noted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).